Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the auxiliary full height drawer 6 latch insep was failed. A field service engineer replaced the latch insep to resolve this issue. Preventative maintenance has performed. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer 5 or 6 was not opened. The customer stated that there was a delay in dispensing medication. There were no adverse events or injuries reported based on this event.